Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch: 3153429.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein cut lead was explanted to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads with the same lot number. It was reported during the patient's ipg replacement procedure (reference MFR. Report: 1627487-2017-03671), the physician cut the leads for ease of removal of the lead from the ipg header. Replacement leads were implanted during the procedure. Additionally, the cut leads were also left implanted. Stimulation was restored following the procedure.